Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump. It was reported that the patient had a pump replaced because "the previous one had flipped." No symptoms were mentioned related to this event. The event date was not provided. No further complications were reported.